Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381911 and lot number 4355040. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
IV attempted on babe, difficult to thread, difficult to break the skin, unable to move around once in easily. Removed. Catholon frayed when removed. Babe required a second attempt.